Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer claimed that the implant had a technical malfunction. The service code associated with the por was not known. They interrogated the device but the service code did not appear on the display.

Event description:
Information was received via a manufacturer representative from a patient with an implantable neurostimulator (ins). It was reported there was a por message and alarm when the ins still had battery. Prior to the por, the patient reported she was walking on a treadmill during rehabilitation and charging the ins as she always did. The battery was full after walking. A few hours later at home and after a bath, the patient started feeling the absence of stimulation. The patient tried to connect the charger with the ins but a por alarm message appeared. The patient could not connect with the charger or patient programmer. There were never any issues regarding the recharging of the ins; the recharging of the ins always worked well. There was no trigger event nor warning present before the event. The patient wanted to know the reason for the ins "crash". A por due to lack of charging was not the case as the ins still had a lot of battery. At the hospital, the clinician programmer started telemetry with the ins. The clinician programmer could connect with the ins and a por message appeared on the screen. The ins still had more than half of the battery and, after checking every thing, everything was working fine. The programs and adaptivestim configurations were still there. After "unblocking" the ins with the clinician programmer, the ins was working as if nothing had happened. No impedances were out of range. The issue was resolved at the time of the report. No further patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.